Event description:
Event description cpi received information that this endotak transvenous downsize plus lead was explanted due to a lead fracture. During a routine follow-up visit, diagnostic testing (e-gram and commanded patient shock) confirmed a fracture of the shocking portion of the lead. The lead was explanted and replaced with a new endotak lead.